Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the apl valve and o2 sensor mount.